Event description:
The customer reported "the charging port has damage and the charging cord is loose". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.